Event description:
It was reported that on 21 december 2023, a 25mm navitor valve was chosen for aortic valve replacement implantation utilizing a large flexnav delivery system. The patient presented with high grade stenosis of lower extremity vessels and sinus rhythm. The patient had no history of diabetes or heart failure. A pre-implant balloon valvuloplasty (bav) was performed with a non-abbott device, resulting in a slight blood pressure decrease. Back-up pacing was started. The flexnav was inserted three minutes after the bav and passed through the aortic arch. Immediately after crossing the annulus, the patient developed complete atrioventricular block (cavb). Pacing was started and deployment of the navitor was started. The depth of navitor implantation was shallow at 1-2 mm on ncc side in the first deployment, so the navitor was recaptured and finally deployed at non-coronary cusp (ncc):4mm and left coronary cusp (lcc):5 mm. After implantation, the patient remained in cavb so the patient left the operating room with a temporary pacemaker. The patient is reported to be stable. There was no extended hospitalization for monitoring of rhythm and no permanent pacemaker was implanted. The physician said the patient was high risk of auriculoventricular block due to patient anatomy. There was no calcification extending beneath the aortic annular plane in the interventricular septum.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient developed complete atrioventricular block after crossing the annulus. It was noted that the patient previously had a baseline sinus rhythm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. Additionally, the physician said the patient was high risk of atrioventricular block due to patient anatomy. Based on available information, the reported heart block appears to be related to patient anatomy. Based on available information, the reported heart block appears to be related to patient anatomy. There is no indication of a product quality issue with regards to manufacture, design, or labeling.